Event description:
Got essure in 2015. Never had any issues until about a year ago. My periods have gotten 10 times worse. They last up to 10 days with heavy clot bleeding for at least 4. The cramping is so bad I miss one to two days of work and family functions each month. I've had 3 transvaginal ultrasounds, 2 pap smears and 2 abdominal ultrasounds since (B)(6). Still no change. I cry more than I ever have in my life and have started growing facial hair all over my face, to the point where I have to shave and pluck it three times per week. I've never had any of these problems in my life. I have given birth to three children, have multiple tattoos, fished the (B)(6) in (B)(6) in 11 ft., seas, and learned to shoot a rifle accurately that should knock me on my butt. I can assure you, I am not one to whine about pain or discomfort, at all, ever.